Manufacturer narrative:
The device was not returned, so no analysis was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an orbital decompression procedure. The issue occurred intraoperatively and delayed the surgery by less than one hour. It was reported that the patient scans followed protocol. The flat panel emitter and the non-invasive patient tracker was used (marks were placed around the patient tracker to ensure that it did not move throughout the case, as well as, a strain relief). The patient was registered un-sterile using a combination of both touch and trace methods and the touch-n-go probe. A registration accuracy of 0.6 mm was achieved. Haemostats were replaced with steri-strips and tegaderm to reduce the amount of metal in the em field. Other metal instrumentation, such as, retractors, were being used, however, but most were removed during navigation. The ostium seeker was the first instrument verified and used. Instrument geometry error was ~1.5. Patient tracker geometry error was ~0.6. Navigation was inaccurate by ~5.0mm - confirmed by placing ostium seeker on bony anatomical landmarks. Also, the surgeon ran the ostium seeker along the nasal bridge and it was sitting off the skin surface. All metal was removed from the field and navigation was still inaccurate. The site also tried using a malleable sucker, and straight probe which made no difference. The patient was re-registered using a combination of both touch and trace methods and the sterile registration probe. The same touch points were used as initially. Touch registration did not contribute favourably to the registration and thus, all touch points were removed. The registration accuracy with trace registration alone was above 3.0mm. The surgeon decided to proceed with the surgery, claiming that navigation was ¿more¿ accurate than before (~2-3.0 mm off) and was willing to account for the inaccuracy. The procedure was completed with navigation and there was no impact on patient outcome. The medtronic representative confirmed that the site registers before draping the patient. He will recommend draping before registration to avoid any possibility of the patient tracker moving due to draping.

Manufacturer narrative:
A software investigation was initiated. Software appears to be functioning as designed. Archive review shows trace pattern was under the skin and overlapping itself at times. Would recommend a larger trace pattern that avoids overlapping trace points. Also, per case comments, draping after registration may have caused frame movement. If information is provided in the future, a supplemental report will be issued.